Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-103207, stem, lot # 449570; item # 650-1068, taper sleeve, lot # 473550; item # 650-1055, head, lot # 241650. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-08349, 0001825034-2018-08350, 0001825034-2018-08352, 0001825034-2018-08353.

Event description:
It was reported that a patient is experiencing ongoing pain and weakness due to loss of muscle tissue from previous surgeries. Approximately 3 years post implantation. The patient walks with a limp and experiences sharp pain after sitting or standing for long periods of time. Attempts have been made, and no further information was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.